Event description:
Patient reported "anxious" and "rupture". This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture/anxiety-product/procedure.

Event description:
Patient reported "anxious" and "rupture" on an unknown side. Healthcare professional later confirmed no complaint against the left side. This record is for the left side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b2, b3, b5, d6b, g2, h6